Event description:
Reporter noted system wouldn't phaco. Reprimed and returned with no improvement. Changed handpieces four times. Unit shut down, then turned on again by itself. Completed case, but cancelled three cases.